Manufacturer narrative:
Interrogation of the device revealed the device was at eol when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room with a pacemaker that had premature battery depletion. The emergency physician was unable to interrogate the device. Review of the history of projected battery longevity showed premature battery depletion. A generator change was performed. The patient was recovering.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.